Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurate readings. On (B)(6) 2013 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On the morning of (B)(6) 2013, the patient obtained several blood glucose readings on the reported meter ranging from 100 mg/dl to 102 mg/dl. At that time, the patient was experiencing the symptoms of sweating and diarrhea, and he was ill with the flu. The patient noted his usual blood glucose levels range from 140 mg/dl to 145 mg/dl. The patient scheduled an office visit with his physician, during which his blood glucose level was tested to be 300 mg/dl. The patient was advised to increase his insulin doses. The patient manages his diabetes with lantus insulin and humalog insulin taken on a sliding scale via a pen injection. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after he obtained multiple normal level readings on the reported meter, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.